Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt reported starting about a 1.5-2 months ago, their stimulation would turn itself on and off, and adjust program settings. Pt stated they would have it on 1 and then it would go to 4, and they'd have to hurry up to turn stim off. Pt stated they'd shut the stimulation off for a day or two and then turn it back on, but the issue would keep repeating. Pt said they found out there were magnets in their breasts (for breast reconstruction). Agent reviewed possible impact of magnets on the implanted devices and redirected patient to their healthcare provider to further address the issue; pt suggested they may be able to meet with a rep to see if different programming could avoid the persistence of issue. Pt said they had been speaking with a medtronic rep name carrie; rep had been notified of the issue by pt's worker's comp representative a few days ago, but pt wasn't certain when that was. Rep called pt and redirected them to patient services for their questions about magnetic interaction with their ins. Pt said they will have the magnets through august, and may just leave ins turned off until they are removed. Agent reviewed information about charging ins after leaving off/uncharged for extended periods.